Event description:
The s3 sapien device with the sheath malfunctioned making it difficult to adjust the balloon. Add'l info received from the reporter on 03/20/2020. Reporter clarified that the device is s3 sapien commander delivery system and provided correct model number. Reporter also stated that the delivery system got stuck in the vein. FDA safety report ID # (B)(4).